Event description:
It was reported that this pacemaker system exhibited high, out-of-range pacing impedance measurements on a non-boston scientific right atrial (ra) lead measuring greater than 3,000 ohms. The lead had switched to unipolar then it was programmed back to bipolar. Additionally, there were stored atrial tachy response (atr) events that had observations of noise on the ra channel. It was noted, troubleshooting was performed and the noise could be recreated. Technical services provided troubleshooting options and provided possible causes. Subsequently, this device was explanted and replaced and the non-boston scientific ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that this pacemaker system exhibited high, out-of-range pacing impedance measurements on a non-boston scientific right atrial (ra) lead measuring greater than 3,000 ohms. The lead had switched to unipolar then it was programmed back to bipolar. Additionally, there were stored atrial tachy response (atr) events that had observations of noise on the ra channel. It was noted, troubleshooting was performed and the noise could be recreated. Technical services provided troubleshooting options and provided possible causes. Subsequently, this device was explanted and replaced and the non-boston scientific ra lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high, out-of-range pacing impedance measurements on a non-boston scientific right atrial (ra) lead measuring greater than 3,000 ohms. The lead had switched to unipolar then it was programmed back to bipolar. Additionally, there were stored atrial tachy response (atr) events that had observations of noise on the ra channel. It was noted, troubleshooting was performed and the noise could be recreated. Technical services provided troubleshooting options and provided possible causes. Subsequently, this device was explanted and replaced and the non-boston scientific ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h1 -type of reportable event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.